Manufacturer narrative:
(B)(6). Investigation summary: bd life sciences - preanalytical systems had not received any sample and/or photos from the customer facility. The device history records could not be reviewed as the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. Investigation conclusion: bd was unable to confirm the customer¿s indicated failure mode because the lot number is unknown. There were no samples and/or photos submitted for evaluation. The lot number is unknown. Root cause description: no root cause could be determined as the lot number is unknown. Rationale: the investigation could not be performed as the lot number is unknown.

Event description:
It was reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube was issued a product correction statement and does not appear to be working correctly.